Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg site had not completely healed, but had scabbed. Cultures were taken and the results were negative. The patient experienced drainage, but no redness or swelling. The patient also reported that not feeling well and experienced fatigue and body aches.

Event description:
Follow-up information provided the field representative has not met with patient. The patient has not returned phone call to field representative.